Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that while in use, the screen flickered, alarms sounded, and the device needed to be rebooted. Staff quickly rechecked the machine and electrical circuits, the machine was already plugged in on the wall. Staff had to restart the machine and it came back stating 'ventilator restarted' on the screen. Patient was maintaining target saturation and niv machine was functioning after clicking the restart button. Swapped patient from non-invasive ventilation to high flow nasal prongs quickly, hence patient safety was maintained, and target saturation was maintained. It was also reported that the battery icon was flashing. Shift coordinator was notified, and the ventilator was changed to a new one. There was no patient harm. The investigation is ongoing.

Manufacturer narrative:
(B)(6).